Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation. It was determined that the e-box required replacement as it caused the device to run on and overheat. The affected e box was replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported by the customer that the cordless driver 4 is not working. It was found at the service floor at manufacturer facility that the handpiece is heating up and it is running on without user activation. As the event did not occur at the user facility there is no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.